Event description:
As reported, approximately 6.6 years post initial tha, the 72 y/o female patient had a revision due to polyethylene wear. The patient was revised to a cc inlay vitamin e, neutral, ø 32, gr. 1 (cat# 140-32-51 / serial# (B)(6)). No further information at this time.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
A number of variables including use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) could have all contributed to the increased trend in wear/osteolysis related complaints. The revision reported was likely the result of a combination of both patient-related conditions and the risk factors specified in the hhe. However, this cannot be confirmed as the devices were not available for evaluation, and images and radiographs were not provided at the time of this evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report # 1038671-2023-02049.